Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034, biomet

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034, biomet

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01008.

Event description:
It was reported that a patient underwent shoulder arthroplasty on an unknown date approximately 7 years ago. Subsequently, patient was revised due to the screw and head disengaging. The procedure took approximately 30 minutes longer to remove the screw from the arm. New screw and head were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.